Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the device would not fire on the initial attempt outside of the patient and they heard a loud popping noise when they tried. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.